Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:05. The weekly pace lead impedance trend data showed an abrupt increase for min and max a pace = 536 to 10752 ohms peak between (B)(6) 2011.

Event description:
It was reported that the right atrial lead had high impedance, noise and a probable fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.